Manufacturer narrative:
The involved protaper gold shaping files s2 25mm are actually broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1524370). The unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). The sample being representative, we can consider that the production batch #1524370 is conforming. No fault found. Production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold broke during first use. The separated piece could not be retrieved.